Event description:
It was reported that the patient is deceased. The patient experienced acute on chronic systolic heart failure four days after the implantable cardioverter defibrillator (ICD) system was implanted. The patient was hospitalized and diuresed with intravenous (IV) medication. Approximately six weeks later, the patient was seen in clinic and endorsed progressive shortness of breath, fatigue, weight gain, and lower extremity swelling since hospital discharge. The patient was again admitted for IV diuresis and was treated with escalating doses of IV diuretics; however, the patient developed worsening renal failure. A temporary dialysis catheter was placed; however, this quickly clotted off. A tunneled line for hemodialysis was placed; however, the patient became hypotensive and was transferred to the intensive care unit (ICU) for IV vasopressor support. Goals of care was discussed with the patient¿s family, and the patient¿s code status was changed to do-not-resuscitate comfort care arrest (dnr-cca). Continuous renal replacement therapy (crrt) was attempted, but it could not remove fluid due to hypotension. The patient¿s mean arterial pressure (map) had dropped despite maximum dose of vasopressors, and the patient was somnolent and unable to clear secretions. The patient¿s code status was changed to comfort care, and medication and crrt were discontinued. Palliative comfort orders were placed, and the patient passed away 13 days after hospital admission. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.